Event description:
Pt treated with nflex and uss ii 2 yrs prior to revision surgery. Pt presented with instability statuspost. Surgeon cut dynamic part of nflex off and extended rod for revision surgery. Reportedly, there was no issue with the hardware.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.